Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart and damage. Customer's blood glucose at time of incident was 127 mg/dl. The customer tried to put in several new batteries but the pump could not turn back on. The customer stated the drive support cap appears normal. The customer stated that the screw on the inside of the battery compartment does not seem to hold the battery well. The customer tried a lot of new batteries but it did not resolve the situation. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that new pump will be delivered.

Manufacturer narrative:
The pump powered up properly after battery installation. The battery cap secured the battery into the battery tube properly and no unexpected blank display or powering off noted during testing. The pump passed the unexpected restart error test. The battery cap and battery tube were inspected and no damage was noted. The pump was received with minor scratches on the lcd window and a scratched reservoir tube window.